Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their enlite sensors was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated that they had three sensors that did not have the cannula, one of the three sensors did not work customer stated the sensor was removed and found the cannula was missing. The customer used another box for the two remaining sensors and had the same issue. The customer will be sent replacement sensors. The sensors will not be returned for analysis.